Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was initially working but about a minute or two into it was only delivering maybe 1/2 power and then stopped working. Another pa-c took over and had the same problem. They took it out and cleaned (although there was nothing noticeable stuck to the jaws, etc. They checked the connection and the box, tried it again and nothing was working. Opened a new kit and had no problem with the new device . The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25155129 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 16feb2021. An investigation was conducted on 19feb2021. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.670 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue" was not confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was initially working but about a minute or two into it was only delivering maybe 1/2 power and then stopped working. Another pa-c took over and had the same problem. They took it out and cleaned (although there was nothing noticeable stuck to the jaws, etc. They checked the connection and the box, tried it again and nothing was working. Opened a new kit and had no problem with the new device . The hospital did not report any patient effects.